Manufacturer narrative:
Additional device product codes: hsb; jds. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient was seen in clinic for 8 week follow up for repair of non union of distal femur fracture. Initial surgery date was (B)(6) 2021, where a distal femoral locking plate was removed and a rfna 5 degree nail was implanted. The most distal transverse lateral to medial screw in the rfna backed out and was tenting the skin. On (B)(6) 2021 removal of hardware was completed to take out the screw that backed out of the rfna nail. The remaining hardware was intact and left in place, with no further medical intervention planned at this time. This report is for one (1) locking screw for im nail ø 5mm/ 80mm/ xl25. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6: photo investigation: the complaint device was not received for investigation. A photo investigation was performed based on the provided patient x-rays. Examination of the provided image was conducted. Based on the evidence observed in the images, it was found that the reported screw appears to be moved. The investigation has found sufficient evidence to confirm the reported event. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed. And a dimensional inspection document/specification review were not completed during the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.